Event description:
The patient developed a skin flap infection following cochlear implant surgery. Revision surgery and antibiotic treatment were unsuccessful. The device was explanted. The pt was not reimplanted.